Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz pacing catheter, it did not pace from the beginning of use. The issue was resolved by replacing the catheter. The size of the used introducer is unknown. There was no allegation of patient injury.

Manufacturer narrative:
One pacing catheter was returned for product evaluation. The customer report of inability to pace was confirmed. Continuity testing confirmed a full open condition of the distal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Distal leadwire was found to be broken at distal tip. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. The device history record review was completed and no related non-conformances were found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process 100% of the units undergo a delamination inspection of the bifilar nickel magnet wire and the insertion of the wire into the catheter tube which include the stripping process of the wire and a continuity test for the distal and proximal electrodes. The instructions for use also contains the following precaution: it is possible to stretch the body of the catheter and cause the internal thermistor wires to detach, there by breaking the circuit. Be certain that the techniques of testing and cleaning do not include a procedure that would stretch the catheter, i.e., forceful wiping or stretching of the catheter.